Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758, implantable tachy lead, (B)(6) 2008; 4195, implantable pacing lead, (B)(6) 2008; 4076, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
An event was reported under (B)(4) and classified as noise on the ventricular lead, inappropriate device detection, and double counting of p-waves on the atrial lead. The device and leads remain in use. No patient complications have been reported as a result of this event.